Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, per the physician, the explanted device had functioned well for the patient until (B)(6) 2019. The patient noticed a sudden loss of function and the device would not inflate. This was confirmed in the office in (B)(6) 2019. There was no pain, and no signs of infection. The device was removed and replaced with a titan touch. Intraoperatively, fraying and a break in the tubing leading to the right cylinder were noted. Cultures were taken, but they were negative for bacteria and fungus.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. A titan otr pump, one cylinder, and a reservoir were received for evaluation. A separation with abrasion adjacent to it was noted on the short exhaust pump tubing at the at the tubing/strain relief junction of the pump. This was a site of leakage. The surfaces were rough and irregular indicating sufficient stress was exerted to separate the site. Microscopic examination revealed some tissue like material was noted near the reservoir poppet that may have interrupted the function and resulted in leakage during testing. Surface abrasion was noted on all pump strain relief and pump tubing, indicating the surfaces came into repetitive contact. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. The positioning of the overlapped tubes then may have caused the shorter exhaust tube of the pump to be kinked onto itself for a period of time. With combination of device usage over time, this bending could contribute to sufficient stress(s) to separate the shorter exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. As the device was implanted for approximately 8 years, and assumed functional for most of that time, the leakage noted from the reservoir poppet during testing most likely was not associated with the cause for failure. The expected use of this device combined with the observed leakage would have resulted in an earlier detected malfunction. Quality was unable to confirm the reason for the leakage during testing. However, the information confirmed a "break in the tubing leading to the right cylinder" was noted at explant. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.